Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body and pre-dilatation was completed with another of the same device. Subsequently, a bigger size balloon catheter was used for further dilatation and the procedure was completed. No patient complications were reported and patient's status was good.